Event description:
Caller reported encountering two alarms, alarm 2 followed by alarm 26, indicating an occlusion event occurred earlier in the day. Despite the issue, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl or register as ¿high¿ on their cgm. The customer resolved the issue by changing the infusion set and cartridge, and continued with their insulin routine. There were no frequent or recurring occlusion issues reported, and further assistance was deemed unnecessary. Technical support closed the case.